Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that a volume discrepancy was noted at the last refill in july. The patient was brought to the operating room (or) to perform a catheter dye study. The hcp was unable to draw cerebral spinal fluid (csf). The study was aborted. A decision was made to not attempt a roller study. Logs were read and did not show a motor stall. The reservoir was accessed; 31 ml of drug was expected and 37 ml of drug was obtained. A replacement surgery was being scheduled. Surgical intervention was planned. The issue was not resolved at the time of this report. All information on the drug being delivered by the system was unknown. The patient's status was "alive - no injury" at the time of this report. The patient's outcome was unknown. The indications for use were non-malignant pain and failed back surgery syndrome. If additional information becomes available, the event will be updated.